Event description:
Reporter noted posterior capsule tear occurred during procedure. While attempting anterior vitrectomy, probe wouldn't cut. Changed probe twice, third probe worked. Surgery was prolonged, but ultimately patient did well.